Event description:
Customer reported a high blood glucose level, but the specific value was unknown and only displayed as "high." Cause was not known. The customer addressed the issue by administering a correction bolus via the pump, and no further assistance was required from technical support, as the caller declined additional supplies or a system check.